Event description:
Baxter received a report from a physician of leakage found from the tubing. A pinhole was observed. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
The sample is available and a follow-up report will be submitted when the results become available.